Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 61 malfunction events. 15 events were due to loss of osseointegration (device problem code: (B)(4)). 5 event involved fracture of the device or a component (device problem code: (B)(4)). Of which, 3 events were a screw component (device problem code: (B)(4)). 40 events were due to the device failing to osseointegrate (device problem code: (B)(4)). 1 event involved cracking of the device or a component (device problem code: (B)(4)). In 31 events, there was no device problem found during evaluation (evaluation results code: (B)(4)). In 5 events, a fracture of a device or device component was found during evaluation (evaluation results code: (B)(4)). In 5 events, a stress problem was identified during evaluation (evaluation results code: (B)(4)). In 25 events, no result was available because no evaluation could be performed (evaluation results code: (B)(4)). In all 61 events, these are known inherent risks of the procedure. In 7 events, the device failure was found to be related to the patient's condition. In 2 events, the cause was traced to off-label use.

Event description:
This report summarizes <noe> 61 </noe> malfunction events. This report summarizes 61 malfunction events in 2q 2020 where patients' experienced. Endosseous dental implant failure. Of these events there were: 17 events where infection occurred. 6 events where patients' experienced osteolysis. 17 events where inflammation occurred. 13 events where erosion occurred. 1 event where a patient experienced pain.